Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was located in a severely calcified and severely tortuous left anterior descending artery that had a significant bend of between 45 and 90 degrees. The lesion was not pre-dilated. The physician encountered resistance advancing the 2.75x20mm taxus liberte' drug eluting stent and could not cross the lesion. When the device was removed from the pt, stent damage was noted. The physician attributed the damage to the severe calcification of the lesion. The procedure was completed with another device. No pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).